Event description:
It was reported, that the patient was experiencing discomfort. It was noted, that the patient stated, they were experiencing a shock and a red skin disorder was around the location of the device. It was noted, that the patient was discharged from the hospital. And the device was functioning as intended. Further information was requested. However, was not provided.